Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (B)(6); product type: 0213-recharger brand name ; product ID 97754 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their recharger is completely blank and won't power on. Patient stated that they just came from the healthcare provider office and was told to call and have a new one sent to them overnight. Patient service specialist walked patient through resetting the insr. Patient did not have a screwdriver with them at the time of the call. Patient will call back if resetting doesn't resolve the issue. The issue was not resolved through troubleshooting. Pt called back stating they tried to reset the insr but that did not resolve their issue. Pt said they went to see their medtronic clinician wo said to overnight a new insr. During call pt verified the green light cane on when plugged into the wall and that there was no damage to the dtc. Pt plugged the insr into the dtc and the insr did not turn on. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 97754 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 37761 lot# serial# (B)(6) was returned for product analysis. Analysis found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.